Event description:
As reported from an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve, implanted in the aortic position, is being evaluated for a transcatheter valve replacement after an implant duration of 5 years and 6 months. Per the medical record, the valve failure mode is rapidly progressive bioprosthetic valve stenosis attributed to leaflet calcification. The patient presented to the structural heart clinic with markedly increased transvalvular velocities (>400 cm/sec) compared to normal valve hemodynamics reported approximately one year earlier. Anticoagulant was initiated but subsequently discontinued after CT imaging demonstrated no evidence of hypo attenuated leaflet thickening (halt) and identified leaflet calcification. The patient reported progressive exertional dyspnea and lightheadedness. Currently the patient is being evaluated for transcatheter aortic valve replacement procedure versus surgical aortic valve replacement. There was no report of a planned intervention at this time. However, per note from the physician, valve replacement is necessary.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (history of diabetes mellitus, hypertension, and hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.